Event description:
The iab kinked. The following was rpt'd to datascope on 10/3/97: the iab was inserted the pt had a very tortuous arteries. After approx. 8 hrs the pressure waveform began to dampen. After 16 hrs the inner lumen had completely clotted off. Event complications: unk - rpt'd 9/8/97; none - rpt'd 10/3/97. Pt current status: unk - rpt'd 9/8, 10/3/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: the iab was recieved for evaluation with the balloon membrane noted to be completely unfolded with the sheath noted to be kinked at several locations. Blood was noted only on the exterior of the device. Visual examination revealed that a portion of the extracorporeal tubing was missing from the y-fitting. Kinks were noted in the inner lumen and catheter tubing. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab pumped satisfactorily on the laboratory system 90 ant 80 and 160 bpm. No alarms were triggered. Probable cause of difficulty: based on the condition of the returned iab and the examination, no defect was found in the device other than the kinks. The pt anatomy most likely contributed to the rpt'd difficulty. In general, kinking of an iab may be attributed to one or more of the following: 1. A severe vessel tortuosity and/or pt movement (as indicated on the returned datasheet). 2. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 3. The user may have pulled the balloon out of the sleeves through the slot provided in the tray on a sharp angle instead of "straight out" as instructed in datascope's instructions for use. The kinks in the iab tubing would have contributed to the rpt'd dampened waveform.